Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not gave no delivery alerts and high blood glucose alerts as well as act button was harder to press. Customer¿s blood glucose level was 398 and 187 mg/dl. Customer stated that there were air bubbles in line and insulin pump not alarmed no delivery alarm. Customer was able to removed air bubbles. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.